Manufacturer narrative:
(B)(4). The distributor has indicated that the incident sample will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. This report was originally submitted under the reporting site registration number. Initial report sent: (B)(4) 2013 under MDR number 1717344-2013-00966.

Event description:
The customer reported that the device activated on its own three times during a procedure. Additional details were not available from the site.